Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller to inspect and clean the pneumatic tap area, after which the cartridge was reloaded successfully, allowing the caller to resume insulin therapy.